Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. The associated rv lead is a non-boston scientific lead. The patient was referred to their health care professional (hcp) by technical services (ts). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. The associated rv lead is a non-boston scientific lead. The patient was referred to their health care professional (hcp) by technical services (ts). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker actually exhibited low pacing impedance measurements. This device is expected to be replaced in the near future as the battery reached the elective replacement indicator (eri) status. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. The associated rv lead is a non-boston scientific lead. The patient was referred to their health care professional (hcp) by technical services (ts). This pacemaker remains in service. No adverse patient effects were reported.